Manufacturer narrative:
H10: the actual devices were discarded; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional pressure and clear passage testing, priming, and flow rate testing were performed with no issues noted. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that under infusions occurred and there was air in the tubing during the use of eight (8) paclitaxel sets. During infusions, there were 8 instances where additional therapy time was required, ranging from 30 to 60 minutes, with different medications. Additionally, the tubing was more susceptible to large air bubbles during the priming process. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.